Manufacturer narrative:
Device manufacturing and expiration dates are unavailable at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) the patient experienced charging difficulties, and was unable to successfully charge for about three months. Troubleshooting was unsuccessful. To address the issue, the physician explanted and replaced the patient¿s ipg, restoring therapy.

Manufacturer narrative:
Device information received.